Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, the patient was revised to address mechanical complication of internal orthopedic device. Revision notes reported large amounts of pseudotumor that took approximately one hour to be removed, corrosion on the non-articular trunnion, osteolysis with loss of trochanter, the trochanter was largely resorbed, psoas recess was in very poor condition, bone loss, and fracture of greater trochanter.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant product code was sold internationally. It was sold in the us under a different product code.  The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr litigation received. Litigation alleges high metal concentrations of various metallic, metal debris, injury, and pain. Doi: (B)(4) 2007; dor: (B)(4) 2018; left hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. 11/27/2018 additional information and lot number received. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).